Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.(B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (flashing display w/moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the original complaint of a flashing display could not be duplicated. Moisture damage was found in the battery compartment. A crack in the battery compartment was found from the threads to the case seal left of the grip pad. A leak test was performed and failed due to the battery compartment leak. The pump was opened to find no moisture damage. Unrelated to the original complaint, the audio bolus button cover was torn in the center but was responsive to user input.